Event description:
The customer reported to corporate product surveillance regarding an unknown quantity of vial-mate adaptors in which a no-flow was detected after activating unspecified solution bags on unknown date(s). The condition occurred during reconstitution. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.